Event description:
The graft was implanted for an abdominal aortic aneurysm. During the procedure, the graft was completely hemostatic. About 12 hrs after surgery, the pt's hb, hct, and plt count dropped and he was found to be tachycardic and oliguric. The pt was transfused with pbc and the condition improved within three days of surgery after a total of 6 units of pbc. A "large" area of hematoma was found on the pt's back on pod#5. The graft was left in. The pt is doing well now.